Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead no longer had capture. The rv lead was found to be fractured and this was confirmed via chest x-ray. During the rv lead removal procedure, the locking stylet could not be placed down the lead fracture, prior to the entrance of the vasculature. Two pieces of the rv lead remained in the rv, during the laser extraction. Prior to the retrieval of the 2 pieces, a superior vena cava tear occurred, and the pieces were not retrieved. The patient was in stable condition, after the procedure. No additional adverse patient effects were reported.